Event description:
Technician alleged that the bed has intermittent siderail operations on the pt right and left side rail. No pt impact.

Manufacturer narrative:
The technician found the cause of the issue to be a worn cable and moister on the caregiver board. The technician replaced the cable and caregiver board on the left and right siderails to resolve the issue.